Manufacturer narrative:
The device was tested on the bench and on our automated testing equipment and no anomaly was found. The device met all test specifications and was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that the cause of death was unknown. There is no allegation from a health care professional that the death was related to the device.